Event description:
It was reported that a non-pacemaker dependent patient presented one week post implant complaining of pain when the device paced. Interrogation of the device revealed loss of ventricular capture. The patient still had pain when the device was programmed to aai mode. An x-ray showed that the lead had dislodged and the physician suspected that it may have slightly punctured the myocardial wall. The lead was repositioned and the patient was asymptomatic.